Event description:
It was reported by the affiliate that (1) tlc10 was used during an unknown (hirchsprung-congenital agalionic megacolon) procedure. It was reported that 3-4 staples fired at the firing phase but the rest could not be fired. The case was completed with another tlc10 and with an extended operating room time of 15-20 minutes.